Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances up to 2400 ohms in (B)(6) 2016. The impedances appear to have decreased down to 1000 ohms, however, there is now noise on the ra channel. At this time, the ra lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.